Manufacturer narrative:
Event summary: it was reported that, during a transurethral lithotripsy (tul) procedure, the ncircle tipless stone extractor basket wire was broken. When the user opened the device, the basket wire was noted to be broken. A new device was used to complete the procedure. During the procedure, the doctor opened the device while under the flexible ureteroscope, but found that one of the basket wires was broken. The broken basket wire was not separated from the device. Lot number updated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The investigator made the following notation: the basket was returned in open packaging with the handle in the open position. The mlla (male luer lock adapter) and collet knob were tight. The pett was 2.2cm. The handle was able to actuate the basket assembly. One of the basket wires was broken where the basket assembly attaches. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: this device is conductive. Avoid contact with any electrified instrument. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a broken basket wire. The wire was broken at the loop that forms the distal end of the basket. The broken ends of the wire had a deformed and melted appearance, indicating the wire was exposed to a laser or other electrified device. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Name and address: postal code: (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that, during a transurethral lithotripsy (tul) procedure, the ncircle tipless stone extractor basket wire was broken. When the user opened the device, the basket wire was noted to be broken. A new device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B5: additional information received 05oct2021. D4: product lot # 13962800. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 05oct2021: during the procedure, the doctor opened the device while under the flexible ureteroscope, but found that one of the basket wires was broken. The broken basket wire was not separated from the device. Lot number updated.